Event description:
It was reported that during an ion assisted transbronchial lung biopsy procedure, the patient experienced a pneumothorax and excessive bleeding, which ultimately required the placement of a chest tube and admission to the ICU. Two nodules were biopsied from the right middle lobe and left lower lobe lung region. One biopsied lesion was 1.9cm in size and the distance of the lesion to the pleura was <5mm. The lesion had to be sampled on breath hold due to CT-to-body divergence. Tbna (4), cytologic brush (1 pass), and cryobiopsy (4 attempts) were performed. Details regarding the second lesion were not provided. The physician reported that the cause of the pneumothorax was the location of the lesions and multiple navigation attempts. It is unclear how and when the pneumothorax was identified. Significant bleeding was observed from the posterobasal subsegment (left lower lobe) during the last or second-to-last pass of a cryobiopsy, which required suctioning. The patient had to be briefly reintubated with evacuation of a large clot from the left main bronchus. The estimated blood was 250 ml. The physician had intended to perform an ebus but aborted following the bleeding event. The patient was extubated for further unspecified intervention and transferred into the ICU. The physician believed the cause of the bleeding was due to increased pulmonary pressure and that the ion device did not caused or contributed to the bleeding. The ion procedure was completed. There were no errors or malfunctions of the ion system or any instruments. The patient was hospitalized for a total of 3 days then discharged home back to normal status.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.